Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a pneumatic hand pump was used during an esophageal dilatation procedure performed on (B)(6) 2010. According to the complainant, during preparation, the hand pump was tested; however, the gauge failed to increase. The procedure was not completed as a result of this event. No patient complications were reported as a result of this event. The patient was reported to be in good condition. Several attempts to ascertain further details (including patient information and follow-up procedure information) have been unsuccessful. Additional information received: the complainant confirmed that there was no visible damage to the device or its packaging.

Manufacturer narrative:
Patient was over 18 years old.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. (B)(4) - (gauge reading inaccurately). The complainant indicated that the device will not be returned; therefore a visual analysis could not be performed. Based on the results of the investigation conducted and the details of the complaint, the most probable root cause is undeterminable.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a pneumatic hand pump was used during an esophageal dilatation procedure performed on (B)(6), 2010. According to the complainant, during preparation, the hand pump was tested however the gauge failed to increase. The procedure was not completed as a result of this event. No patient complications were reported as a result of this event. The patient was reported to be in good condition. Several attempts to ascertain further details (including patient information and follow-up procedure information) have been unsuccessful.